Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient's device displayed the elective replacement indicator (eri) and was at 2.60v. The caller was dissatisfied with the longevity and indicated it depleted quickly. The patient was directed to follow-up with their healthcare provider (hcp) to notify them of the eri. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp stating that the cause of the premature depletion/eri was not determined. No further patient complications were reported/ anticipated as a result of this event.